Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 63-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on extracorporeal membrane oxygenation (ECMO), prior to initiation of support. While the patient was in the intensive care unit (ICU), there were high purge pressure alarms. The automated impella controller (aic) metrics were all unavailable. Flows were averaging at 2.4l/min. The family withdrew care that morning, and the patient expired on support. The impella functioned at p-5 at 3.5l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in heart failure/cardiogenic shock, complicated by stage c shock.